Manufacturer narrative:
During integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result, this event is being filed beyond the 30-day FDA requirement. (B)(6). (B)(4). Complaint conclusion: it was reported that while using a 6/7f mynxace vascular closure device (vcd); no hemostasis was achieved after the device was placed. Blood was leaking from the inflation indicator and locking syringe tube. There was no reported patient injury. The product is available for analysis. The buddy wire was not being used. There were no damages or anomalies noted when the device was removed from the package. The device did prep normally. Manual pressure was applied for 20 minutes to achieve hemostasis. A pressure bandage was applied for 6 hours. The patient recovered soon after the event. The patient's hospitalization was not extended as a result of the failure. There were no further invasive procedures. The patient was not taking chemotherapy, steroids or tnf inhibitors. The device was not returned for evaluation. A review of the manufacturing documentation associated with lot f1631201 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis, the reported event could not be confirmed and no determination of possible contributing factors could be made. However, procedural factors are likely. As per the instructions for use, ¿while maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved¿. Additionally, users are instructed per the IFU to do the following: inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Don¿t use the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave the syringe at neutral. Do not lock. Do not move the sealant sleeve. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that while using a 6/7f mynxace vascular closure device (vcd); no hemostasis was achieved after the device was placed. Blood was leaking from the inflation indicator and locking syringe tube. There was no reported patient injury. The product is available for analysis. The buddy wire was not being used. There were no damages or anomalies noted when the device was removed from the package. The device did prep normally. Manual pressure was applied for 20 minutes to achieve hemostasis. A pressure bandage was applied for 6 hours. The patient recovered soon after the event. The patient's hospitalization was not extended as a result of the failure. There were no further invasive procedures. The patient was not taking chemotherapy, steroids or tnf inhibitors.